Manufacturer narrative:
The investigation for access site bleeding has been completed. Without additional clinical details, the root cause of the reported issues could not be determined. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15390 e4 should have been blank g1 reporting contact fax number missing.

Event description:
The complainant reported the patient was on impella 5.5 support and they had access site bleeding. The patient had oozing at the access site and platelets were planned on being given. Heparin was withheld due to bleeding from sites. Additionally, placement signal unreliable alarms were present. The staff lost placement signal, but support continued. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. The product was returned and evaluated. The pump was returned with a cut catheter, which prevented testing of the optical system. No other abnormalities were found. Upon review of data logs and the returned pump, it is apparent there is no problem with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem g1. Updated with correct MDR reporting contact email h6. Medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-15390.